Event description:
On (B)(6) 2012, I received the essure device immediately after I noticed significant changes in my body. My doctor assure me the pain that I was experiencing was normal. As time went "on and on", I began to lose hair, have excruciating migraine and very high white blood cell counts. The pain continued and I was hospitalized, tested for all kinds of diseases, infections and also had two spinal taps. After experiencing being hospitalized and doctors not understanding what was going on with my body, I was very fearful. I had a doctor that decided after checking my fallopian tubes, that the essure device was causing all my symptoms. So on (B)(6) 2014, I had my fallopian tube removed in order to remove the device. That experience was the worst experience of my lifetime.